Event description:
The customer called into technical support (ts) reporting that the unit alarm for high pressure 02 and no 02 connected. The customer is also inquiring if the v60 can be used in the same room for delivering radiation therapy. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the reported issue with the assistance of the remote service engineer (rse) and the customer advised currently that bio med has the unit. The rse advised the customer when they could obtain the unit they can perform additional troubleshooting and review the significant event log. In regards to the use of the v60 with a linear accelerator, advised customer not to use the v60 ventilator in an environment with a linear accelerator. Advised customer that respironics clinical specialist (B)(6) has advised the v60 has not been tested in every type of setting and exposure, but there is no reason to think that it would be adversely affected in that environment. Advised the customer the v60 product support engineers are still not recommending using the v60 in a MRI, CT, or electron beam linear accelerator environment because it has not been officially tested.

Manufacturer narrative:
The customer reported the issue was resolved. No additional information was provided.